Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with electrodes. The customer reports that while in an ICU, the (B)(6) has had localized skin reactions under the electrode, which was noted when the electrode was removed. The customer had to leave them off of the monitor to allow the skin breathing time. The patient had raw skin as a result of the rash. The skin was swabbed to ensure there was no infection; all cultures were negative. The skin irritation was red with occasional blistering. The texture of the skin irritation was dry and leathery. Hydrocortisone cream and polysporin were prescribed by a physician to soothe the irritation and rash.

Manufacturer narrative:
Submit date: 05/03/2013. An investigation is currently underway. Upon completion, the results will be forwarded.